Event description:
It was reported during a thoracoscopy, wedge resection on the initial firing of the ez45b the staples dropped out of the instrument unformed. The surgeon used a new reload in the same instrument and it worked well. The surgeon had to remove more lung tissue than anticipated because the first firing of the instrument caused bleeding and tissue damage. 12/8/97 rep reports 19 y/o male presented with blood on the lung requiring surgery.